Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on behalf of trial patient on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed but could not be completed because the receiver screen has no display on screen except vibrate buzz every 03 times continuously. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an internal inspection and verified the u4 was defective; however the customer complaint of an intermittent audio output was not confirmed. A root cause could not be determined.